Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. There was no reported impact to customer's blood glucose. No additional information was provided. The customer declined troubleshooting and follow up from tandem technical support.